Event description:
It was reported by a customer on (B)(6) 2011, the fiber broke near the distal end. The flexible ureteroscope was damaged. This was a brand new fiber that never had been used. The laser fired onto the ureteroscope and the scope was damaged. The physician changed laser fiber and scope to finish the procedure. No pt injury was reported.